Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgment it was discovered by fluoroscopy. This was resolved with surgical intervention. No additional adverse patient effects were reported.